Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was between 150 mg/dl and 160 mg/dl and their sensor glucose read 70 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported a calibration error and bad sensor alert occurring. Customer's current blood glucose was 128 mg/dl. Customer also reported their sensor cannula was kinked upon removal from their body. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.